Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) has a drive manifold test failure. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) replaced the drive manifold assembly to resolve the issue. Fse completed cardiosave pm to factory specifications and confirmed device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: drive manifold assy. This part was received with a reported unit failure message of drive manifold test failure. Performed visual inspection of this part received and part looks to be in good condition. Installed drive manifold assy, into the cardiosave test fixture and tested to the factory specifications per the cardiosave service manual. Performed all manifold leak tests and passed within the factory specifications. Also passed all functional tests. Drive manifold passed testing. Retaining drive manifold assy, in the fat dept. Per procedure. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.